Event description:
A facility reported no value of a cerelink icp ventricular catheter. The icp monitoring was discontinued, more manipulation of evd system. The patient is being monitored with another system. The catheter was removed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink microsensor was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - that there was no visible damage to the sensor or connector, however the catheter and internal wires were stretched and broken at the drainage tube, and that the catheter also had some severe kinks. Due to this finding, testing of the device was not possible. The complaint could be verified through failure analysis. Root cause - the complaint was confirmed in the complaint investigation; the broken internal wires and kinking is likely due to mishandling of the catheter. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.

Event description:
N/a.